Event description:
Customer alleged the following audible prompts "pull up lifeband, check patient alignment and press restart" upon power up of the autopulse resuscitation system. The platform also displayed a user advisory ua 18 ( max take-up revolutions exceeded) message. Additional information was received on (B)(4) 2013 indicating that this incident occurred when daily shift check was being performed on (B)(6) 2013. When this incident occurred, the device was not in use with a patient. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned for evaluation. Visual inspection was performed and found that the battery lock was damaged. No other physical damages were noted. A definitive cause for damaged battery lock could not be determined. Functional testing of the platform was performed using a mannequin and the large resuscitation test fixture (equivalent to a 250 pound patient) and no problems were noted. The user advisory 18 fault could not be replicated during functional testing. A review of the archive was performed and did however verify multiple user advisory 18 faults (max take-up revolutions exceeded) occurring with the platform, thereby confirming the reported complaint. In all instances of this fault occurring, the archive indicated that there was no weight placed on the load plate. It is known that when the belt of an ap platform is contracting and the unit is not sensing any weight, the belt will contract to a certain point and the platform will give the user advisory 18 fault. In the archive file for the returned platform, the encoder rotation point starts at the home position of 3072 and when the faults are generated, the encoder is approximately at the maximum rotation point of 9998; this is indicative that there was essentially no weight being placed on the platform and subsequently no resistance to the belt. A definitive root cause could not be determined, however it is likely that there was no weight being placed on the platform and subsequently no resistance to the belt leading to the ua 18 faults occurring. Note: the autopulse platform does not have voice prompts, the only "audible" is the sounder which generates a short series of beeps. The "pull up lifeband, check patient alignment and press restart" appears on the display.